Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 2591268, mfd. 07/12/17, exp. 2022-07-12, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2618171, mfd. 10/21/17, exp. 2022-10-21, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2624921, mfd. 12/21/17, exp. 2022-12-21, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had initial pain relief, but later reported irritation of the right si joint. The surgeon did not indicate that the implants were loose or malpositioned, but the patient wanted the implants removed. In (B)(6) 2019, the surgeon removed the implants. The status of the patient following the revision procedure is not known.